Event description:
This lv lead was implanted on (B)(6) 2011. It was noted that this lv lead is in the ra port of the device. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).